Event description:
The customer contacted stryker to report that their device was unable to deliver a shock. As a result, defibrillation therapy may have been unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Additional information: a third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Corrected data: section d4 catalog # of the initial medwatch report indicates: unk_asean. Section d4 catalog # of the initial medwatch report should have indicated: 99507-000012. Section d4 gtin of the initial medwatch report indicates: blank. Section d4 gtin of the initial medwatch report should have indicated: (B)(4).

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock. As a result, defibrillation therapy may have been unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.